Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h219 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h219 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. A review of the photographs confirms a drive tube break. The centrifuge bowl was still installed in the centrifuge bowl holder and the drive tube was intact on top of the bowl. The drive tube broke above the lower overmold, just above the drive tube clamp. The centrifuge leak detector strip is damaged. A material trace of the drive tubes used to build lot h219 did not find any nonconformances. A device history record review did not identify any nonconformances and this kit lot had passed all lot release testing. A root cause for the drive tube leak/break could not be determined through this investigation. No manufacturing defects were identified through this investigation. No further action is required at this time. Investigation complete. (B)(4). (B)(6) 2019.

Event description:
Customer called to report a drive tube leak/break during a treatment procedure. The customer stated that approximately 1300 ml of whole blood was processed at the time the leak occurred. The customer stated that the drive tube broke and the centrifuge leak detector strip was damaged. Customer stated that the treatment was aborted and that the patient was stable. Customer returned photographs for investigation.